Event description:
Caller stated, her customer noted that they had cuff leaks on the tube. The cuff caller reported, the cuff appeared to blow. The caller reported this occurred on four tubes during use on one pt. Covidien is attempting to gather further details related to this report.